Manufacturer narrative:
The sterile lot number for the device is unknown therefore, a device history report review could not be performed. Femoral artery perforation is a known procedural complication associated with gaining vascular access for diagnostic procedures and percutaneous interventions. This type of complication is associated with practitioner technique; the number of sticks needed to gain access, tortuosity as well as calcification at the access site. This type of event is more prevalent in obese patients and those with small caliber vessels. With the limited information provided it s not possible to determine an exact cause for the event but there are procedural factors that may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
The patient was a (B)(6) year old female. The exoseal vcd did not show visible signs of damage. A cordis avanti 6f sheath was used. The sheath locked properly against the cowling and an audible click was heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button fully depressed, it is unknown if the plug deployed. Hemostasis was not achieved, manual compression was used. The vcd was removed with the sheath as a single unit. After removing the sheath and exoseal, it was noted that there was bleed back. A big perforation in the femoral artery was noted, causing the patient to be sent to an angio procedure, requiring a stent.